Event description:
Rec'd complaint regarding above product from medwatch form filed by the user facility. Clinic manager reports that the pts treatment was initiated without incident on 12/17, but the pt developed epigastric pain approx 45 minutes into the treatment. The pain was unrelieved by antacids, and then by oxygen and ntg. Decision made to discontinue treatment at this point. The clinic manager reports that as the pct started to reinfuse the pt a "sucking noise" was heard (had not been heard prior to this point) and upon investigation, it was noted that the pump segment was folded back on itself within the pump housing. The cm reports that they did not continue to reinfuse. The pt was sent to the hospital via ambulance and admitted. The pt has since recovered (missed only one treatment) and has returned to incenter treatment. The cm reports that according to the physician's report, the pt had a pre-existing acute pancreatitis that may have been exacerbated by this event. The actual sample is available. A response letter and mailer has been sent to the facility. Note-the product complaint filed by the facility has two different product numbers listed. The product number noted on this report is correct and has been confirmed with the clinic manager. The cm reports that this was a first use of this line.